Event description:
During an initial implant procedure, the right atrial (ra) lead became dislodged and helix rotation issues were noted. Another ra lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood. After cleaning the distal region, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured, and it was within product specification. The cause of the helix mechanism issue was isolated to the helix being clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts.